Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were hard to press and sometimes unresponsive. Customer also stated they had difficulty seeing the screen and the insulin pump was grinding during rewind. Customer stated that the insulin pump did not vibrate even the reservoir was low and the insulin pump had broken near the clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.